Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: the case was a laparoscopic anterior resection of rectum with reconstruction via end-to-end anastomosis using a covidien size 28 stapler. The operation went well and the anastomosis leak tests using dye and air demonstrated no leak. The anastomotic donuts were noted to be complete. As the procedure was done entirely laparoscopically, no reinforcement of the staple line with sutures occurred. On day 6 post-operatively, the patient developed peritonitis due to a suspected anastomotic leak after the first attempt at opening her bowels. The surgeon had to re-operate on the patient and noted that on one of the lateral sides of the anastomosis there was a leak (detected only by the air-leak test). The surgeon noted that the bowel was well vascularized and there was no tissue tension. The patient required an ileostomy and prolonged rehabilitation.